Event description:
As reported from the (B)(4) study, a patient experienced protocol defined non-q wave mi and periprocedural pci based on the received adjudication minutes. At the time of the index procedure, angiography revealed 90% stenosis in the 1st diagonal. The indication for the procedure was unstable angina pectoris. The ostial edge of the 1st diagonal was described as 13mm in length, class a, and de novo. As a planned procedure, the lesion was pre-dilated with three 2 x 12mm unknown catheters at 14atm and a 2.25 x 13mm cypher rx was implanted at 11atm. The stenting was successful. It was reported that the second 2.25 x 8mm cypher rx was implanted overlapping distally to the initial stent at 7atm due to unknown reasons. At 6-12 hours post procedure, the ck was 819 (170 unl), ck-mb was 105.2 (5.0 unl), and troponin I was 1.69 (0.01 unl). As per adjudication report, the hospital laboratory reports, ECG tracings and discharge summary were not received from the site. This elevation of enzymes was later diagnosed as protocol defined non-q wave mi and periprocedural pci based on the received adjudication minutes. The post-procedure course was uncomplicated and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications included altace, aspirin, bivalirudin, plavix, integrelin, lipitor, and metoprolol. Complaint conclusion: as reported from the (B)(4) study, a patient experienced protocol defined non-q wave mi and periprocedural pci based on the received adjudication minutes. This is a (B)(6) male with medical history including hypertension and angina. At the time of the index procedure, angiography revealed 90% stenosis in the 1st diagonal. The indication for the procedure was unstable angina pectoris. The ostial edge of the 1st diagonal was described as 13mm in length, class a, and de novo. As a planned procedure, the lesion was pre-dilated with three 2 x 12mm unknown catheters at 14atm and a 2.25 x 13mm cypher rx was implanted at 11atm. The stenting was successful. It was reported that the second 2.25 x 8mm cypher rx was implanted overlapping distally to the initial stent at 7atm due to unknown reasons. At 6-12 hours post procedure, the ck was 819 (170 unl), ck-mb was 105.2 (5.0 unl), and troponin I was 1.69 (0.01 unl). As per adjudication report, the hospital laboratory reports, ECG tracings and discharge summary were not received from the site. This elevation of enzymes was later diagnosed as protocol defined non-q wave mi and periprocedural pci based on the received adjudication minutes. The post-procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15065763 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00326 and 3003742446-2012-00327.